Manufacturer narrative:
Pump received with minor scratches on lcd window and missing segments or partial display due to cracked glass. Unable to perform the displacement test and self test due to missing segments or partial display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had broken display screen. The blood glucose was unknown at the time of the incident. The device will be returned for analysis.